Event description:
Affiliate reported that during the valve programming, the product did not work properly. Performed was a peritoneal ventricular derivation using this programmable valve system. However, the patient had hydrocephaly and did not improve even after valve regulation was performed 03 times. It was necessary to use another same like device to complete the surgery. The patient is in good condition. Additional info received from the affiliate explained that the rep could not get the exact date, but the valve was implanted and was in the pt for 02 months working properly. Then, a routine magnetic resonance imaging was performed and, a few days later, the pt started presenting some hydrocephaly symptoms. That was when the physician tried to re-program the valve but he had to remove it. The physician believes this issue is related to pt characteristics.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.